Manufacturer narrative:
Additional information was received on 12/11/2020, patient had an explantation on (B)(6) 2020. Patient's implantation date is (B)(6) 2017. Patient (B)(6). Patient identifier section has been updated. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event was previously reported to the FDA under mw5096257. It was reported that a female patient who underwent breast surgery with two unspecified gel breast implants experienced food sensitivities, brain fog, hair loss, joint pain, auto immune ra factor positive, anxiety, depression, fatigue, tendinitis, gerd, perimenopause, sleep disturbances, heart palpitations, tachycardia, irritable bowel syndrome, night sweats and weight gain post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.